Manufacturer narrative:
(B)(4).

Event description:
Procedure type: pneumonectomy. According to the reporter: following a post left side pneumonectomy via thoracotomy approach, epidermal was being re-sited when loss of blood pressure and cardiac output was noted. Resuscitation was attempted before the surgeon re-opened the chest. Partial staple line dehiscence was observed a short time after firing. When the vascular cartridge is fired flush with the pericardium, as in this case, there may have been excess tension on the staple line. The event was classified as an unavoidable death. Dehiscence of the staple line may have been a contributory factor, but not necessarily the direct cause of death.